Event description:
It was reported from (B)(6) that a patient had redness and pain under the product after less than 1 day of wear time. The patient outcome is that the patient used a skin barrier and the "redness went away".

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. The batch record review for lot 1m00220 was performed. This product was manufactured according to the quality system and approved procedures in place at the time of manufacturing and packaging, no objective evidence of deviations, non-conformances or discrepancies related to the complaint issue reported. The retained samples were examined and tested to determine if there was evidence of a manufacturing defect. A general visual inspection of the final package was performed. The product contained was consistent with all established specifications.